Event description:
(B)(4). According to the information received, an end user claims that the button straps that were provided with the bag must contain latex because the straps caused an allergic reaction that required medical attention. After wearing the strap for 1 hour it caused lesions on his leg where the strap was in contact with his skin.

Manufacturer narrative:
Samples were sent out for testing but at the time of this report the data was not available therefore, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information is received, a follow up report will be filed.

Manufacturer narrative:
Samples were sent out for testing but at the time of this report the data was not available therefore, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information is received, a follow up report will be filed. Follow up 1: sixteen straps were received for evaluation. The straps were sent to the contract manufacturer for inspection and testing. The cm examined and inspected the samples and found that the user said the one that caused the issue was a strap with blue and white buttons on it. The cm product only has white buttons on the strap so it was concluded that the strap causing the reaction was not their product. The cm provided a certificate of compliance to declare that their straps are latex free.

Event description:
According to the information received, an end user claims that the button straps that were provided with the bag must contain latex because the straps caused an allergic reaction that required medical attention. After wearing the strap for 1 hour it caused lesions on his leg where the strap was in contact with his skin.